Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Three episodes were stored as atrial fibrillation but review of the electrocardiograms appear to be normal sinus rhythm with premature ventricular contractions. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time triggered on (B)(6) 2015. Analysis of the device memory indicated oversensing information. One brady episode was recorded with apparent p-wave oversensing seen on the electrocardiograms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the implantable cardiac monitor. The device was also noted to have incorrectly categorized an episode as atrial fibrillation instead of normal sinus rhythm with premature ventricular contractions. The device was noted to have reached end of service. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and returned.